Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause could have been from improper tamping of collagen or subcutaneous deployment of the anchor and collagen. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that hemostasis was not achieved after the use of the angio-seal device. Rebleeding occurred in the procedure room and manual compression was done for approximately 20 minutes. Afterwards a premofix was applied. An ultrasound was performed to diagnose the bleed. Extended hospital stay due to the event. Hemostasis was achieved by 20min of manual compression and 12h premofix. A hematoma was present. The procedure being performed was a percutaneous coronary intervention (pci). Procedural sheath size that was used prior to the vascular closure device (vcd) was a 6fr. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was not greater than 250cc. The patient was stable, and there were no patient consequences. There was no other equipment or devices being used with the reported product.